Event description:
The reporter contacted animas on (B)(6) 2012 and stated the up arrow keypad button was not responding normally. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently unresponsive. During investigation, evidence of contamination was found under all keypad contacts.